Manufacturer narrative:
Follow up MDR for additional information received from the customer. Annex e and annex f codes updated.

Event description:
Additional information received: did the event involve an urgent/life threatening medical situation? No.

Event description:
No additional information received material #: 301031 batch#: 3235991, 3272910. It was reported by customer that foreign matter in syringe. Verbatim: complaint received via email(s) attached. Rcc received a complaint via email. Email(s) attached. Medline complaint #: (B)(4). Defect description: foreign matter in syringe medline part #: 26005 26007 product description: syr 10ml l/l syr 20ml l/l vendor part #: 301029 301031 lot #: 3219838 3235991 / 3272910 date reported: 4/2/2024 sample received: yes response needed: summary of findings and corrective action. Incident reported to the FDA as MDR-30 day. Reference no. Pending.

Manufacturer narrative:
(B)(4) follow up for device evaluation it was reported there was foreign matter in the syringe. To aid in the investigation, one sample with 12ml of a solution, but no packaging, was received for evaluation by our quality team. A visual inspection was performed with 10x magnification. No foreign matter of any kind was observed. A device history record review was completed for provided material number 301031, lot 3235991. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Event description:
Material #: 301031 batch#: 3235991, 3272910 it was reported by customer that foreign matter in syringe. Complaint received via email(s) attached. Rcc received a complaint via email. Email(s) attached. Medline complaint #: (B)(4) defect description: foreign matter in syringe medline part #: 26005 26007 product description: syr 10ml l/l syr 20ml l/l vendor part #: 301029 301031 lot #: 3219838 3235991 / 3272910 date reported: 4/2/2024 sample received: yes response needed: summary of findings and corrective action incident reported to the FDA as MDR-30 day. Reference no. Pending.